Event description:
A pt with rheumatoid arthritis experienced aortic insufficiency. At explant, the surgeon noticed a tear in one of the bioprosthetic leaflets. There were no signs of endocarditis. The valve was replaced with another MFR's bioprosthesis.